Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained from the opposite side of the lesion. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right common femoral artery. A 7.0 x 20, 135cm mustang¿ balloon catheter was selected to dilate the lesion. First dilatation was successfully performed at 10 atmospheres. During the second inflation, the balloon ruptured at 20 atmospheres. No segment of the device detached inside the patient. The procedure was completed with a 4x2 non-bsc balloon catheter. No patient complications were reported and the patient's status was good.